Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was getting a "replace generator soon" error message, indicating the ipg was at end of service. At a later time, stimulation was lost. As a result, the ipg was explanted and replaced on (B)(6) 2019. Post-operatively, effective therapy was established.